Event description:
Boston scientific received information that one day post implant of this transvenous defibrillation lead, during the post-op check, sensing was poor and there was no capture at high output. A chest x-ray was obtained which revealed a possible micro-dislodgement. A revision procedure was performed to reposition the lead. It was noted that the patient has severe tricuspid regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.